Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to a supra-ventricular tachycardia. The high energy shock impedance was high and out-of-range. An x-ray was done and reviewed. The doctor elected to program the therapy off. Later the entire system was explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to supra-ventricular tachycardia faster than the rate cut-off. This has occurred twice. Technical services advised to increase the shock zone cut-off rate. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to supra-ventricular tachycardia faster than the rate cut-off. This has occurred twice. Technical services advised to increase the shock zone cut-off rate. There were no additional adverse patient effects.